Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The non-olympus lamp life meter was reading over 500+ hours. The lamp output measured out of range. The scope socket was worn out and the igniter firing was weak. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the emergency lamp indicator on the visera elite xenon light source was blinking while in use. According to the initial reporter, the main lamp was in 'standby' mode, and the customer pressed and held down the counter reset button, but the device would not reset, it was at this time that the indicator began flashing. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the emergency lamp was defective after the main lamp did not light up. The user then replaced the main lamp and the reset button of the lamp operating time was pressed, but it was not reset. This was due to the front panel button not able to accept the signal due to the malfunction of the emergency lamp, so it could not be operated. As to the cause of the malfunction, a malfunction found in the ignitor board, which is an internal part, likely caused the malfunction of the main lamp. Additionally, the lamp was not made by olympus.